Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent signal loss and failure to pair. No adverse clinical effects and no reported glycemic events or alarms. Outcomes included no impact to therapy beyond temporary interruption of cgm data transmission and no need for medical care. Customer care provided support that included guided troubleshooting and education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed a communication disruption consistent with sensor-transmitter pairing issues, with no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to bluetooth pairing behavior.